Event description:
The affected patient appeared for an ICD follow-up for the first time at the outpatient center. While waiting, he fainted and lost consciouness. Resuscitation was continued. Monitoring first showed bradycardia, wide ventricular complexes, then also ventricular fibrillation. Pacing by pacemaker or shock deliveries were not observed. External defibrillation was performed. There are no ECG recordings of this. The resuscitation was without success. The ICD that was carefully explanted after the patient's death showed a straight fracture of the shock lead coil some mm behind the plug screwed into the housing (hv1 socket). The intracorporal part of the lead could be pulled out with medium force application. The ICD was interrogated post-mortem.